Event description:
Discrepant results when compared to a lab. The reported device result was >8.0 inr. The corresponding lab result reported was 4.21 inr. They held the patients coumadin and also gave him an oral dose of vitamin k.